Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a laparoscopic salpingectomy, part of the black plastic casing around the device bag broke off during deployment. This was noticed when the specimen was retrieved and the surgeon was able to retrieve the piece of broken off plastic. He had another case to follow and use the same product with the same batch number and they did not have any problems with it.ital stay, infection, etc.?) None.